Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown; product type: programmer, physician. The main component of the system, other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial# unknown, product type: software. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving prialt (25 mcg/ml at 1.797 mcg/day) via an implantable pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2019 it was reported that the physician thought they updated the pump at the last refill on (B)(6) 2019. They filled the pump and thought they increased the dose. Today the logs were checked which showed that no update was performed on (B)(6) 2019. Flow rate calculations determined that 1.12 ml would have dispensed since (B)(6) 2019. Per the reporter, they would be updating the pump and correcting the dose today. No patient symptoms were reported. No further complications were reported/anticipated.